Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. (B)(4). The customer reported that they had not changed the internal battery in about 3 years. Carefusion recommends replacing the internal battery every 2 years and appears the failure to maintain the internal battery contributed to the reported issue. The customer replaced the internal battery but the issue persisted. A carefusion field service representative (fsr) went onsite to evaluate the device. The fsr replaced the gas delivery engine (gde) in order to replace the power driver printed circuit board within the assembly. The reported issue was resolved and the device was tested to meet all manufacture specifications.

Event description:
The customer reported while using the avea ventilator, the internal battery in not taking a charge. Upon further investigation, the customer reported that the device would shut down when the device was unplugged from a/c power. This was discovered during testing and the customer reported no patient involvement associated with this event.

Manufacturer narrative:
Results of investigation: the suspect gas delivery engine was fully evaluated but no failure was detected. The reported issue could not be duplicated so no root cause could be determined. If additional information becomes available then a supplemental report will be filed.